Event description:
It was reported that patient had a hematoma evacuation and device system was later extracted due to pocket hematoma. The patient remained stable before, during, and after the procedure. Patient currently has a life vest, and a new device system will be implanted at a later date.

Manufacturer narrative:
Analysis was normal. No anomalies were found.